Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet while the sensor was already functioning in the dexcom app; troubleshooting included toggling settings and restarting the ilet and pairing completed with glucose readings displayed. No adverse clinical symptoms reported. Outcomes included no health impact or need for medical intervention. User support included remote troubleshooting and stepwise reconnection guidance. Investigation of this case revealed that the pairing failure was likely due to initial connection priority with the dexcom app, which impeded ilet pairing until bluetooth was cycled and the pump was restarted. It was concluded, based on previously established findings for similar reports, that the cause was user setup sequence and temporary connectivity interruption.